Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of estimated 38 months, several inappropriate shocks were reported. It was also reported that the patient refused a replacement of the lead. The ICD was deactivated. Apart from the shocks, no adverse patient side effects have been reported. The event date was not provided.